Event description:
The facility reported that during a transfer, the stitching of the lift strap broke near the attachment to rail. The patient fell from about 4 inches high onto the bed. No injuries were reported. The date of the event is unknown at this time. (B) (4)